Event description:
It was reported that the case involved a saphenous vein graft to the obtuse marginal. A non-abbott stent would not cross. When a non-abbott balloon catheter was inflated a perforation occurred at the proximal part of the graft. The graftmaster would not cross and when it was pulled back to be removed, the stent dislodged and had to be retrieved with a snare device. Prolonged balloon inflations, longest being 10 minutes, with a non-abbott balloon catheter were able to seal the perforation and the patient was fine. There was no adverse patient sequela. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The stent dislodgement was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for the lot that. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.